Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: returned battery cap and test cap attach securely to the pump. Battery compartment crack at the threads above the bumper and at case seal below the bumper. Three battery cap contact heights are out of specification and one contact width is out of specification. No unexplained power on reset events observed in the current bb history. Bb contains data from (B)(6) 2017 07:28. The pump was successfully run on a 24-hr basal program w/no reboot occurrences. Unable to duplicate complaint of intermittent power during investigation. Opened pump; no damage observed to power circuit. No moisture observed internally..display is dim/fading (pink). Abb cover damaged/punctured; but button is responsive during investigation. Crack between case seal and keypad cover.